Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited noise that was observed on both the rate/sense and shock channels. Review of the electrograms (egms) indicates pauses in ventricular pacing associated with the noise.